Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that during surgery on (B)(6) 2009, there seemed to be a slight mismatch between the nexgen extension trials and the definitive implant. This caused a significant problem in the tibial allograft case. After trialing, the definitive implant (a size 2 rhk tray plus 100 by 10 mm straight stem) was cemented into the allograft bone on the back table. The definitive implant would not seat into the prepared tibial surface and hung up by about 5-7 mm. The surgeon had to rapidly extract the implant from the allograft and scrape off the setting bone cement from both bone and implant. The trial assembly was retested and seated quite easily. We tested the definitive construct without cement and once again it hung up. On closer examination, it appeared as though the definitive stem extension has a broader taper than the trial stem and in this rather small and narrow allograft bone caused it to hang up again. Unfortunately, this issue caused a partial split in the allograft which the surgeon was forced to cable. Surgery was delayed 30 minutes.